Event description:
Litigation papers allege, the pt has suffered symptoms including, but not limited to, pain, swelling, and cysts/tumors.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.